Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose was 166 mg/dl. Customer stated that her sensor was giving incorrect readings, it was saying that her blood glucose was low and the insulin pump went into threshold suspend. Nothing further was reported.